Manufacturer narrative:
One cadd-solis® hpca ambulatory infusion pump was received for investigation. A visual inspection of the device revealed the pump to be in good physical condition. There was no evidence of the reported issue in the event history log. The reported problem regarding delivery accuracy was able to be duplicated. Three accuracy test were performed, and all three of them over delivered outside specification. A root cause for the over delivery could not be determined.

Event description:
It was reported that a cadd-solis® hpca ambulatory infusion pump had low volume accuracy test readings. No injury was reported.